Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. They sent a replacement pc to the site for installation. On (B)(6) 2017, fse arrived at the site to replace the reporting software computer. No further issues were reported and no further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the reporting software computer.

Event description:
On (B)(6) 2017, the customer reported a "reporting software (rps) computer failure" with their g8 analyzer. The customer stated that they performed a hard reboot, but the issue did not resolve. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.